Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient received two inappropriate high voltage therapies for what was thought to be sinus tachycardia or svt. The device remains implanted.